Event description:
It was reported by the customer that the box was labeled with the correct item# 165816 foley catheter but reflected the 10 ml size instead of the 5ml size.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was unconfirmed. Visual evaluation of the returned two-photo sample noted one unopened (with original packaging), and two boxes of all-silicone foley catheter. Visual inspection of the two-photo sample noted include one photo showing the product package labeling and another photo displaying two boxes with the case label and product information. The foley catheter indicated that the balloon size was a 5cc, however the inflation arm of the catheter indicated a balloon size of 10ml. This does meet specification per (B)(4), revision 33 which states that "instructions for use insert must be correct". No root cause could be found because the reported event was unconfirmed. The reported event is unconfirmed a labeling review is not required. DHR is not required since the reported failure was unconfirmed. The investigation is concluded, and no additional action is required at this time. Correction: d, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by the customer that the box was labeled with the correct item# 165816 foley catheter but reflected the 10 ml size instead of the 5ml size.